Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow, driveline communication fault, and driveline power fault alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 16dec2025 through 17dec2025. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. Additionally, transient power and communication fault flags were captured on (B)(6) 2025 and were associated with driveline communication fault and driveline power fault alarms. The alarms remained active until they were cleared on (B)(6) 2025, consistent with the reported events. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults and driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the clinic with active low flow alarms that had started on (B)(6) 2025. Log files were submitted for review. The event log captured low flow alarms on (B)(6) 2025, and low flow estimates as well as low flow hazard events when the calculated pulsatility index (pi) was elevated. On (B)(6) 2025, the clinician attached log files obtained at a clinic visit. The patient had experienced driveline power faults and driveline communication faults on (B)(6) 2025 around 11pm. The driveline was inspected in clinic on (B)(6) 2025 and was correctly inserted into the system controller and the modular cable was securely intact. No obvious external damage was seen. The log files obtained on (B)(6) 2025 captured driveline power and communication fault alarms that had begun at 12:15 am. It was recommended to exchange the system controller and modular cable if the patient was stable and alarms continued. The log files continued to capture low flow alarms since the (B)(6) 2025 files were submitted. Updated log files were sent by the site on (B)(6) 2025 after the alarms were cleared on monitor and resolved the issue. Driveline fault alarms and had not returned on. A self-test was also performed successfully. Equipment and the modular cable connection was cleaned and inspected additionally by the nurse practitioner. The ventricular assist device (vad) coordinator planned to continue to monitor the patient but decided not to replace the modular cable and controller as the alarms resolved. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. The mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.